Event description:
A user facility in france reported that during surgery a vitrectomy cutter stopped cutting and aspiration continued. There was no reported patient consequence or impact.

Manufacturer narrative:
The device was returned and evaluated. The evaluation revealed the assembly was dirty with fluid in the lines, the vitrectomy cutter tip protector was not returned. The needle was not bent, however debris was visible around the port opening on the outer needle shaft. The female lure fitting connector on the cutter was aspiration tube was broken. A functional testing could not be performed on the assembly, however due to fluid in the tubes it can be concluded it worked at one time. A functional testing was performed with the cutter and the cutter had clean cuts and aspirated as intended. Due to the condition of the device return a conclusion could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn. The investigation is complete.